Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). A pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown balloon, and it was noted that the balloon was embolized during inflation. During the preparation, valve check revealed misloading of the device. A new 35mm, navitor valve and ds were prepared. During the procedure, on the initial attempt, the valve was not stable, so a recapture was performed; on the second attempt, the valve was positioned at a higher depth, so it was recaptured again. On the third attempt, the valve was able to be implanted at a depth of 6mm on the non-coronary cusp (ncc) and 2mm on the left-coronary cusp (lcc). The patient became hypotensive and was supported by medications to maintain adequate hemodynamics. Post-implant, the patient had blurred vision and gait disturbance, and it was confirmed that the patient had a stroke. No interventions were performed since the patient was outside the window for thrombolytics. The patient had an extended hospitalization. The physician believes that the deployment difficulties were likely attributable to the cause of the stroke. The patient had recovered and discharged.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). A pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown balloon, and it was noted that the balloon was embolized during inflation. During the preparation, valve check revealed misloading of the device. A new 35mm, navitor valve and ds were prepared. During the procedure, on the initial attempt, the valve was not stable, so a recapture was performed; on the second attempt, the valve was positioned at a higher depth, so it was recaptured again. On the third attempt, the valve was able to be implanted at a depth of 6mm on the non-coronary cusp (ncc) and 2mm on the left-coronary cusp (lcc). The patient became hypotensive and was supported by medications to maintain adequate hemodynamics. Post-implant less than 24 hours, the patient had blurred vision and gait disturbance, and it was confirmed that the patient had a stroke. No interventions were performed since the patient was outside the window for thrombolytics. The patient had an extended hospitalization. The physician believes that the deployment difficulties were likely attributable to the cause of the stroke. The patient had recovered and discharged.

Manufacturer narrative:
An event of stroke post implant procedure, and patient effects of hypotension, movement disorder, and blurred vision were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported stroke could not be conclusively determined. It is possible due to procedural complications (multiple attempts were made to implant the valve). However, this cannot be confirmed. The reported patient effects appeared to be cascading effects from the reported stroke but cannot be confirmed. The reported unexpected medication and hospitalization were case-specific circumstances as patient was administered to hospital and medication was provided. There is no indication of a product quality issue with regards to manufacture, design, or labeling.